Event description:
It was reported the subject device had scope error e315 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on nozzle, no image displayed due to a malfunction of the scope connector, a noise image occurred due to damage on circuit board of s-connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.